Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean to english: the syringe breaks when the drug is aspirated in the vial. There has been no change in the procedure or method used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. H6: investigation summary it was reported the syringe breaks when the medication is aspirated. To aid in the investigation, two samples, ninety representative samples, and two photos were received for evaluation by our quality team. A visual inspection was performed to the actual damaged samples received. One syringe has a hole 3/4" from the syringe barrel bottom side. It is 1/4" x 3/8" in size. From the hole there is a crack that goes all the way up the syringe that is 2 1/4" long. The other sample has a crack that starts from the bottom of the syringe and is 1 1/2" long. The syringe barrel walls were measured, and both were within specification. The representative samples came in sealed packaging blisters. A visual inspection was performed to each of the ninety samples and no defects or imperfections were observed. Thirty random samples were selected to measure the syringe barrel inner wall. All the results were within specification. The two photos provided show the two damaged samples received. A device history record review was completed for provided material number 302830, lot 2242111. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general the syringe broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from korean to english: the syringe breaks when the drug is aspirated in the vial. There has been no change in the procedure or method used.